Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 411 mg/dl, which was treated with bolus wizard. Customer reported that high blood glucose began on june 26, 2016. Customer did not go to the hospital and did not contact healthcare professional. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer states there were no leaks or air bubbles; there were no site or insulin issues. Customer declined checking if settings were correct due to no delivery alarm. Customer declined high pressure test. During troubleshooting for no delivery alarm, customer mentioned that infusion set was stuck in pants pocket. Customer was able to resolve no delivery alarm with an infusion set change.